Manufacturer narrative:
Technician found the stretcher in the hall. Brakes would not roll when the brakes were applied - they would swivel. Replaced casters on foot end and adjusted head end casters to resolve this issue.

Event description:
Complaint alleged that the stretcher foot end casters would swivel when brakes were applied. No injuries alleged.